Manufacturer narrative:
On 8-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and the inside packaging was damaged. The customer reported that while opening the pentaray nav box, the inside package was damaged - therefore they did not want to use the product as they were was not sure if it was sterile. A new pentaray has been opened (with no damage). There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and the inside packaging was damaged. The customer reported that while opening the pentaray nav box, the inside package was damaged - therefore they did not want to use the product as they were was not sure if it was sterile. A new pentaray has been opened (with no damage). There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed no anomalies or damage on the device. The device packaging was not returned for further investigation. The box was requested but the packaging was not available for return. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The customer complaint could not be confirmed as the packaging was not returned for analysis. The catheter instructions for use (IFU) contain the following recommendations: do not use it if the package is opened or damaged. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).